Event description:
The info received from the affiliate states that this pt was brought to the interventional lab for stenting of the iliac artery (side unk). There was no vessel tortuosity. The stenosis was 70%. The stent delivery system was delivered to the lesion by anterograde approach, and the stent was implanted without pre-dilation. The balloon was inflated at 10atm for 60 sec. There was a confirmed leakage of the balloon. The stent was successfully implanted and the procedure was finished, but there was no info how it was completed. A radifocus (0.035"/terumo) guidewire and a 7fr medikit sheath were used in the procedure. There were no reported pt complications.